Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the treating doctor considered the event was life threatening to the patient and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of rash, itching and hives on the arms, swollen face and difficulty breathing. The patient reported visiting a general physician to alleviate the reported symptoms. The patient reported being prescribed antibiotics (unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently getting better. The treating doctor considered the event was serious and could have been life threatening to the patient if the treatment was continued.